Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("abdominal pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2016. An unknown time later she experienced abdominal pain (seriousness criteria medically important and intervention required), allergy to metals ("allergy to metal") and anaphylactic shock ("anaphylactic shock") and was found to have heart rate increased ("extreme heart rate"). The patient was treated with surgery (hysterectomy). At the time of the report, none of the outcomes for these events were known. The reporter considered abdominal pain, allergy to metals, anaphylactic shock and heart rate increased to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("abdominal pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced abdominal pain (seriousness criteria medically important and intervention required), allergy to metals ("allergy to metal"), anaphylactic shock ("anaphylactic shock") and arthralgia ("joint pain") and was found to have heart rate increased ("extreme heart rate"). The patient was treated with surgery (hysterectomy). At the time of the report, the outcomes for abdominal pain, allergy to metals and anaphylactic shock were unknown. The reporter considered abdominal pain, allergy to metals, anaphylactic shock, arthralgia and heart rate increased to be related to essure administration. The reporter commented: discrepancy noted in essure removal date initially was given (B)(6) 2016, but in current pif (B)(6) 2015 was given. More than one essure related surgery- cardiac ablation (B)(6) 2021. Hysterectomy removal date: (B)(6) 2021. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-jun-2022: pif received. Event (joint pain) and rcc were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergy to metal") and anaphylactic shock ("anaphylactic shock") and was found to have heart rate increased ("extreme heart rate"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, allergy to metals and anaphylactic shock outcome was unknown. The reporter considered abdominal pain, allergy to metals, anaphylactic shock and heart rate increased to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 9-may-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.